Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2015, intermittent pain over the site of the left implant and twitching of the eye were observed by the patient. This was interfering with his sleeping. The patient was admitted to the hospital where they explored whether he had an infection and was given antibiotics. A CT scan and blood tests were completed. As a result of this, the patient requested that the implant be removed. The patient has been explanted of the device.

Manufacturer narrative:
Conclusion: according to the received information the patient was a non-user for many years due to a malfunction of the device, most likely due to loss of hermeticity at the housing braze joint. However he experienced pain at the implanted side and as he was given antibiotics, a device unrelated medical reason is suspected. The experienced symptoms were present during the night, therefore were present without the device in use. These symptoms led finally to the explantation. The device has not been received for investigation, as it has been discarded of after explantation. This is a final report.

Event description:
It was reported that in (B)(6) 2015, intermittent pain over the site of the left implant and twitching of the eye were observed by the patient. This was interfering with his sleep. The patient was admitted to the hospital where they explored whether he had an infection and he was given antibiotics. A CT scan and blood tests were completed. The patient has been for many years a non-user. The patient requested that the implant be removed.